Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the fill cannula was not recorded in daily history. Customer stated insulin pump had insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. A test p-cap and reservoir were installed and did not lock in place due to the broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to the broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals there was a pump error 63 (variableinfo 3) alarm that triggered on (B)(6) 2021 at 10:23. Received a pump error 63 alarm during the self test. Downloaded the pump history file after the pump error 63 alarm during testing. Verified the pump error 63 alarm during the self-test was a (variableinfo 3) alarm. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Inspection of the keypad overlay (ambient light sensor circuit) determined the pump error 63 alarm was generated due to a broken trace at pin 6 (sda) u1 on the keypad assembly. The following were noted during the physical inspection: missing retainer, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, broken belt clip rails, serial number label faded and stained, end cap address label faded, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Pump error 63 alarm is confirmed due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.